Event description:
It was reported that the m540 and c700 disconnected and the m540 rebooted on its own. The reboot of the m540 occurred during use with a patient but no adverse patient impact was reported. The device alarmed appropriately to alert the user of the issue.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
Initial information available determines that the original m540 which restarted during use when the miscommunication happened was not available. The customer staff stated that they were not able to locate the m540, as it been put back into use, and that the serial number was unknown. The log review determined that the original m540 serial number in use before the replacement had been m540 sn: (B)(6). Service records determined that the m540 had been serviced and reset to factory settings by a draeger technician on (B)(6) 2024, and the issue was resolved. Our service records state the customer profiles were added successfully, relevant test procedures and device checks performed as applicable and are successful and within tolerance values. The device was handed over to customer in operable condition. Upon review, the logs showed 356 disconnects at the iacs between on (B)(6) 2024. It was determined that none of the log disconnect entries were unintentional device behavior. However, the cause for the frequent disconnects cannot be determined. As the original m540 was replaced and was not identified by users, and was reset to factory settings during service, the logs were not pulled for review, and therefore the alleged m540 reboot could not be confirmed. Upon request, further patient information was not available. The complaint report stated that there had been no patient injury, and there was no of any delay to patient care. The m540s in the or at the customer site, including the m540 sn: (B)(6) reported to be used for testing by the biomedical engineer after the reported event, were reset to factory default to mitigate any reoccurrence on (B)(6) 2024. As of on (B)(6) 2025, there has been no reoccurrence at the customer site.

Event description:
It was reported that the m540 and c700 disconnected and the m540 rebooted on its own. The reboot of the m540 occurred during use with a patient but no adverse patient impact was reported. The device alarmed appropriately to alert the user of the issue.